Event description:
Same case as MFR report # 2134265-2009-00143, 2134265-2009-00142. It was reported that during an unspecified coronary interventional procedure, a vessel perforation occurred and a post-procedure patient death occurred. The lesion was located in the circumflex (cx) artery. The percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unknown. An unspecified rotawire and the rotalink 1.25mm atherectomy burr were advanced, however, it was not known how many runs were made with the burr or what the drop in speed was for each run. At an unspecified time, a vessel perforation in an unspecified location within the cx was noted. In an attempt to control the perforation, the physician deployed a 3.0mm taxus liberte stent but the attempt was unsuccessful. An unspecified balloon was advanced and inflated to unspecified atms for an unspecified amount of time to hold pressure in a second attempt to control bleeding, however, this was also unsuccessful. In a third attempt to control bleeding, the physician attempted to place another MFR's stent of unknown size, however, it was not known if the stent was deployed but noted that the stent delivery system (sds) "pulled all of the system out" and access was lost. The physician was able to place an unspecified guide wire in the cx and an unspecified balloon was advanced and inflated to unspecified atms in another attempt to hold pressure on the perforation. While holding pressure with the balloon, the physician performed a pericardial centesis for evacuation of blood accumulation in the pericardial sac. During the centesis, the right ventricle was punctured and the patient was transferred to the operating room where a coronary artery bypass graft (CABG) was placed. It was further noted that the physician attempted to control bleeding for approximately 6 to 7 hours prior to the CABG procedure. The patient's condition and the condition of the cx following the CABG procedure were unknown, however, it was noted that the patient expired approximately 3 days later.

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.